Manufacturer narrative:
Additional information has been requested, however no further information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was active when another manufacturer's right atrial (ra) lead exhibited a lead safety switch due to an out of range impedance measurement. Additionally, there were anti-tachycardia response episodes recorded due to myopotentials. Troubleshooting included recommended checking the lead to device connection and providing programming changes. This device remains in service. No adverse patient effects were reported.